Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer advised their reservoir went empty during the night and they were unable to rewind the insulin pump. Customer was assisted with the rewind and priming process of the new tubing. Customer called back and advised they removed the insulin pump and used manual injections. Customer advised they were unable to deliver a bolus via insulin pump. Customer tried to rewind/prime the insulin pump and went back to the rewind screen.